Event description:
It was reported that monopolar active cord, bovie/valleylab generators had started to smoke and there was a fire at the adapter. The event occurred during tur-bt therapeutic procedure while the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.